Manufacturer narrative:
Investigation of this event is in progress. The investigation results will be submitted in a follow-up report.

Event description:
The patient was given topical creams to accelerate the healing. The burn was confirmed to have resolved.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient experienced a first-degree burn on the right cheek. Though no system errors were observed during the procedure, a burning smell was detected. A hole was noticed on the treatment tip membrane upon inspection during the procedure. The highest energy level used was 4.0. Additional event information has been requested but has not been received.

Manufacturer narrative:
The treatment tip was returned for evaluation. The tip passed flow, leak, thermistor and functional testing. Upon visual inspection, however, the tip was found to have dielectric membrane breakdown. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Breakdown of the dielectric material, and/or build-up of foreign substance on the dielectric, can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Users are instructed to inspect the tips for any signs of physical damage. Solta medical also recommends monitoring the condition of the patient's skin and monitoring treatment error messages that may indicate underforce and lifting irregularities during the treatment. Burns, blisters, scabbing, and scarring are all known possible adverse patient reactions to thermage treatment.